Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
While inserting axsos 4.0mm locking screw into locking hole of an axsos medial distal tibia plate, the outer lip of the instrumented end of screw broke while locking into plate. No additional device used.